Event description:
The customer called in to report that the pump was beeping and ringing alarms. The customer stated that the lcd screen was frozen and that there was no response from any buttons. We advised the customer to discontinue use of the pump and revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was set to proper time and date. Time change properly. The insulin pump received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin received with scratched lcd window and cracked reservoir tube lip.